Event description:
A customer reported issues with a damaged usb port that required the cable to be positioned a certain way to charge. There was no adverse impact on the customer¿s blood glucose level. The customer declined follow-up assistance from the support team, and no additional corrective actions were taken.